Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a bilateral -side ruptures per mammogram implant exchange. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture per mammogram implant exchange. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.